Manufacturer narrative:
(B)(4). The date of the connection issue with the titanium adaptor is unknown. However, the patient was hospitalized for peritonitis on (B)(6) 2012. Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Follow up with the care giver (cg) was performed, and the cg clarified the titanium adaptor separated from the transfer set and solution leaked out. The transfer set had only been used for a few days when the disconnection and leak occurred. There was no visible damage noted. The patient is on hemodialysis now.

Event description:
This is a report of a home patient (hp) who had a connection issue with a titanium adaptor and a break in aseptic technique, and was subsequently diagnosed with peritonitis. It was reported that the titanium adaptor came apart from the peritoneal dialysis catheter. The hp was hospitalized for the event and treated with unknown antibiotics (dose, route and frequency not reported). The hp was reported to have recovered.

Manufacturer narrative:
(B)(4). This complaint was not confirmed as no sample, batch or code details were available. The cause could not be determined.